Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to an incomplete mesh.; however, the repair was not completed as cutters are not repairable devices. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired. There was no patient involvement. Due diligence is complete, there is no additional information available. During device evaluation the cutter failed the sample mesh test due to an incomplete mesh. No adverse events were reported as a result of this malfunction.